Event description:
It was reported that during a nasal procedure using a reflex ultra 45 wand, the pt sustained a minor burn to the outer rim of the nostril. No further details regarding the procedure or treatment of the burn were provided, however it was reported that the pt seems to be healing well. There were no further pt complications reported as a result of this event.